Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" and ketones identified as life threatening by a health care provider. A specific value was not provided. Cause was not known. Customer called a health care provider and was instructed to deliver a correction bolus to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.